Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints can be identified from the lot# since there was no specific failure reported on the device. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Historical data analysis for similar complaints: (4109/213/67): there was 1 additional similar complaint reported for the reported failure mode ( ¿failure to cut, device code- 2587¿) and the reported lot number (25157668). No control chart (I-chart) is available due to the lack of historical data used to calculate the baseline values for the standard deviations. .   Testing of actual/suspected device & testing of raw/starting materials: (10 /4105/213/67) the device was returned to the factory for evaluation on 04/13/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(4). An activation and transection capability test was performed four (04) repetitions using "max life test method (B)(4). Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When collecting the radial artery, the branch blood vessel was not cut after the detachment, a new one was collected, and the operation was restarted.